Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous right coronary artery. After stent deployment, a dissection was observed at the edge of the deployed stent. Another stent was deployed to cover the dissection. The end result was good and the patient is doing fine. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.